Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; "shell leakage" observed during surgery.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Healthcare professional later reported left side "shell leakage" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Gel bleed: unable to observe since device ruptured. Additional observations: observed a broken on anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Healthcare professional later reported left side "shell leakage" observed during surgery. Device has been explanted and replaced.